Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, implantable cardioverter defibrillator (ICD)¿s implanted and used as a sized for the pocket before it was interrogated. When the ICD was interrogated it exhibited a gray bar, indicating low telemetry battery voltage. The device was not use. No patient complications have been reported as a result of this event.